Event description:
It was reported that stent damage occurred. During preparation of a 24 x 3.50 promus elite drug-eluting stent, it was noted that the device was defective and the stent could not be threaded. The procedure was completed with another of the same device. There were no patient complications reported.